Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and expired 5 days later. These claims were allegedly caused by the product which was administered to the patient for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports associated with this event. This event is 1 of 2 events for the same patient.